Manufacturer narrative:
Two opened slit knives were received one knife was received in a blade protector tray while the other was received in an opened blister without blade protection for the report of bent and not cutting. The returned samples were visually inspected and were found non-conforming. Sample 1 had a damaged tip and a damaged cutting edge and sample 2 had a damaged tip. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. . The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a knife was bent and not cutting. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
No sample has been returned for evaluation for the report of bent and not cutting; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. (B)(4).